Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: a photograph of the reported product was attached to the complaint file. Analysis of the photograph revealed that the healon product was fully assembled with the lot number showing. The reported event cannot be confirmed through photograph analysis. The healon pro was not returned for evaluation; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device. Section e1 - telephone number: (B)(6). Section h3: the healon was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a small black thread in the ophthalmic viscoelastic device (ovd), healon. Account indicated that the directions for use were followed. It was confirmed through follow up that the black thread was introduced into the patient's eye. As the surgeon removed the material using the phaco machine, it is not available for return. The patient was reported as fully recovered. No further information was provided.